Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified and moderately tortuous proximal right coronary artery (rca). After the lesion was predilated with an unspecified device, a 20x3.5mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. When removing the sds, the stent got caught on the distal part of the guide catheter and dislodged. The stent remained on the guidewire so the physician attempted to remove it by inserting a 1.3mm non-bsc balloon. The attempts to retrieve the stent were unsuccessful so it was crushed in the proximal rca with the 1.3mm non-bsc balloon. The procedure was completed and no additional patient complications were reported; the patient¿s current condition is listed as ¿stable¿.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device was not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).